Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient

Event description:
A patient previously implanted with intuitrak devices to repair an abdominal aortic aneurysm returned. The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension, and a cuff. The physician observed a type iiib endoleak. The physician elected to repair the type iiib endoleak by relining the index device with an ovation aortic body, ovation limbs, and an ovation limb extension. The patient was successfully treated. The physician will continue to monitor the patient and the current patient status is reported as stable.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm a type 3b endoleak. Additionally records received showed the patient had an intraoperative type 1a endoleak during the initial implant that used an additional unplanned infrarenal aortic extension. The most likely cause of the type 3b endoleak was the strata material in conjunction with component remodeling and the burden of multiple stent grafts placed at implant. The main cause of the intraoperative type 1a endoleak during the initial implant could not be determined due to lack of medical information/imaging surrounding the index procedure. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information identified during the investigation of this complaint. It was identified the patient had an intraoperative type 1a endoleak during the initial implant procedure. The physician implanted an additional infrarenal aortic extension to seal the leak.